Event description:
During procedure ppv on (B)(6) 2022; foreign body was found in the operative eye; it was removed. Previous surgery (B)(6) 2021. Dual bore needle broke. FDA safety report ID# (B)(4).